Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, the malfunction was caused by a damaged circuit board. The problem was no longer reproduced when a connector board of the same model was assembled in order to isolate the defective part. Additionally, the device investigation found that the glue of the objective lens was peeled off due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the flex deflectable videoscope exhibited purple image. The issue occurred during preparation for an unspecified procedure which was completed using similar device. There were no reports of delay or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.